Event description:
It was reported that occlusion alarms occurred. Reportedly, tandem customer technical support recommended the customer clean their pneumatic tap area. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection and drinking water. Reportedly, the customer reverted to an alternate method insulin therapy.